Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01628. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and rotawire¿ were selected for use. During procedure and after ablation was completed, the physician attempted to withdraw the burr from the patient; however, it failed. Furthermore, it was noticed that the burr was stuck on the wire and had to be removed from patient's body as one unit. The removal of the rotaburr from the rotawire was attempted outside the patient's body, but it was still unsuccessful. After the physician pulled the rotawire from the distal side of the burr, the wire was able to be removed. No kinks were noted on the wire upon further inspection. The procedure was completed with these devices. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device has the body wire kinked in the middle of the device. Also, the spring tip is kinked and stretched. The overall length and outer diameter of the proximal section and middle of the device were found within specification. The outer diameter of the distal tip could not be measured due to the device condition. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01628. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and rotawire¿ were selected for use. During procedure and after ablation was completed, the physician attempted to withdraw the burr from the patient; however, it failed. Furthermore, it was noticed that the burr was stuck on the wire and had to be removed from patient's body as one unit. The removal of the rotaburr from the rotawire was attempted outside the patient's body, but it was still unsuccessful. After the physician pulled the rotawire from the distal side of the burr, the wire was able to be removed. No kinks were noted on the wire upon further inspection. The procedure was completed with these devices. No patient complications were reported.